Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) assisted the customer via telephone to troubleshoot the unit involved. The fse assisted the customer through various steps of checking the led indicators which revealed that the iabp cart disengaged from the pump console. As such, the fse reported to have informed the customer to pull the console out and push it back, reengage the console in the cart and latch it. The customer reported that the device began to charge again. Moreover, the fse called the customer the following day and verified that the batteries fully charged and that the device powered-up without any issues, thereby resolving the reported issue. Furthermore, the fse confirmed that all functional and safety checks to meet factory specifications were performed. The customer advised that the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging and that the ac light was on. The reported issue was discovered by the end user following patient use. As such, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging and that the ac light was on. The reported issue was discovered by the end user following patient use. As such, there was no patient involvement, and no adverse event reported.